Event description:
It was reported that before an unk procedure, the clip did not come out at the first firing. The clip could not be fed into the jaw even if the handle was grasped. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.